Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On event date, the pt underwent a primary left l5-s1 spinal root decompression. On event date the pt presented with hypotension. The investigator noted the event as mild in intensity. The physician prescribed prolonging hospitalization and increasing the administration of intravenous fluids. The conditon was reported as resolved with treatment 2 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "surgical complication" as a possible cause for the event.